Event description:
Additional information was received indicating oversensing due to crosstalk reoccurred due to device reprogramming not being performed as recommended. Technical support again recommended reprogramming the device. The device was reprogrammed to resolve the event. The patient was stable.

Event description:
During a remote follow up, episodes of oversensing due to crosstalk were noted on the device. Technical support was contacted and recommended reprogramming to resolve the event. The device was reprogrammed. The patient was stable.